Event description:
The complainant alleged that during a scheduled routine preventive maintenance of the product, the device displayed a status message "status 56". There was no patient involvement with the reported malfunction.